Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast prothesis implantation surgery with two unspecified mentor smooth saline breast prostheses. Post-operatively, the patient was diagnosed, during an in-office visit, with right breast implant deflation. However, the patient also reported that the left breast has gotten smaller too. As a result, the patient was scheduled for bilateral implant removal surgery on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 9, 2022, mentor became aware that the suspect medical devices reported are non-mentor products. All relevant fields have been updated. This will be the last report and no further supplemental report will be submitted.